Manufacturer narrative:
Final analysis found burnt components on the main circuit board of the alternating current power adapter.

Event description:
It was reported that the patient's transmitter would not power up following a lightning storm. The device was returned and replaced.